Event description:
During a coil embolization procedure, the ultipaq platinum microcoil 2 mm x 6 cm coil ((B)(4)) detached prematurely during placement. There was no resistance felt during coil deployment, and the coil and delivery system were removed from the patient without lost of target site. An adequate continuous flush was maintained through the (mc) microcatheter at all times. The same cable and dcb were used with the next devices. The type of dcb used was enpower (blue). A pre-deployment electrical check was performed. There was no low battery light or fault light seen during the case. Upon pressing the power button, all light illuminated. The green system ready light illuminated. The product was new, and there was no adverse associated with the event

Manufacturer narrative:
During a coil embolization procedure, the ultipaq platinum microcoil 2 mm x 6 cm coil (fsr10020620/ f71271) detached prematurely during placement. There was no resistance felt during coil deployment, and the coil and delivery system were removed from the patient without lost of target site. An adequate continuous flush was maintained through the (mc) microcatheter at all times. The same cable and blue enpower dcb were used with the next devices. A pre-deployment electrical check was performed. There was no low battery light or fault light seen during the case. Upon pressing the power button, all lights illuminated. The green system ready light illuminated. The product was new, and there was no adverse associated with the event. No further details regarding the procedural factors related to the positioning of the coil prior to detachment has been provided in response to multiple investigational efforts. The coil was returned severed, severely damaged, and stretched. The proximal end of the coil with the socket ring and the soldered section was severed and not returned. The device positioning unit (dpu) was severely damaged appearing to possibly be from post procedural handling. The introducer sheath was returned separated from the dpu. The detachment fiber exhibits a mechanical detachment. As reported, the premature detachment occurred during the placement of the coil. If it occurred during repositioning inside of the aneurysm, coil anchoring during repositioning may have caused the event. In this scenario, during the retraction, the anchored coil would stretch and then mechanically detach from the dpu. The coil may have been anchored on the coils already dwelling inside the aneurysm, on the complaint coil itself, on the distal tip of the microcatheter, or from interference of a fixed or detached nature. For optimum product performance and to prevent potential complications, the instructions for use (IFU) outlines, "caution: if repositioning of the microcoil is necessary, carefully observe the motion of the microcoil in respect to the dpu wire while retracting the microcoil under fluoroscopy. If the microcoil movement is not one-to-one with the dpu wire, or if repositioning is difficult, the microcoil may have become stretched and could possibly break. Gently remove and discard the microcoil system. Caution: if the microcoil is positioned at a relative sharp angle to the microcatheter, a microcoil may stretch or break as it is being withdrawn. By repositioning the distal tip of the catheter at or slightly inside the ostium of the aneurysm, the microcoil may be more easily funneled back into the microcatheter." In addition, without the identification or return of the microcatheter and the severed proximal length of the coil used in the procedure, it cannot be determined if these components had any additional contributions to the complaint event. Based on the limited information, no definitive conclusion can be made regarding the detachment of the coil. Based on the analysis, it appears that anchoring of the coil during positioning/retraction resulted in mechanical detachment from the dpu. The exact circumstances of how the coil became anchored cannot be determined and is speculative. It also cannot be determined how the proximal end of the coil was severed from the remainder of the coil. However, the evidence strongly suggests that it was most likely ductile fracture which required external force. Based on the lack of procedural information, no conclusion can be made regarding contributing factors to the reported event or to the damages noted on the device. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The product will be returned for analysis, and additional information will be submitted within 30 days of receipt.